Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided d2b product code: obj, itx. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported the catheter was perforated by the guidewire. During use of the opticross 35 catheter, when being loaded over the amplatz wire, it perforated the side of the catheter. The device never entered the patient. No further information is available.